Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the wire/spring mechanism of the mega suture cut needle driver instrument broke and was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the instrument was inspected prior to the procedure and had no damage or anything out of the ordinary. There was no collision with any other instrumentation or tools during the procedure. The procedure was completed with a backup instrument. The patient was not harmed. There were no fragments that fell into or onto the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. The complaint was confirmed by failure analysis.